Event description:
It was reported that pump displayed malfunction alarm malf 0 and issue did not cause customer¿s blood glucose level to exceed expected range. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, was instructed to allow pump battery to fully deplete before return, and was advised to program pump settings and connect cgm to replacement pump, while technical support completed troubleshooting with multiple adapters and cables, confirmed warranty and shipping address, arranged courtesy replacement pump with updated software, and instructed customer to return malfunctioning pump within 10 days using prepaid label.